Manufacturer narrative:
The device was received for evaluation. During functional testing no upstream occlusion alarms occurred. The device was tested for upstream occlusion detection, air detection and downstream occlusion detection with passing results. A review of the event history log revealed multiple occurrences of "upstream occlusion" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however the device was found to be operating within specification and no cause was identified for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.